Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that during a permanent implant procedure, the patient lost sensory and motor when the lead was being implanted. As a result, the lead was explanted, and the procedure was abandoned. The patient also experienced weakness in their lower extremities. Later, the patient had recovered and was re-implanted.